Event description:
The dentist reported that the abutment screw fractured in the implant. Both portions of the screw were removed and the implant remains implanted.

Manufacturer narrative:
The complaint was confirmed as the screw was fractured through visual verification. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.